Event description:
Plaintiff alleges as a direct and proximate result of being cntinuously exposed to the latex gloves developed several illnesses and injuries to the skin, including but not limited to skin discolration, soreness, rashes, respiratory and/or other related diseases.